Event description:
Reporter indicated a vns (B)(4) computer was freezing during interrogation of patient's vns generators since approximately (B)(6) 2013. Turning the computer off and then on again resolved the screen freezing, and the computer could then be used normally. The reporter indicated the programming wand battery was ok "and wall connection between pocket pc and programming wand, both were ok". It appears unlikely that the computer will be returned to the manufacturer at this time.

Event description:
The suspect device was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was completed on the handheld and the flashcard on 08/09/2016. The analysis showed that no anomalies associated with the handheld or the flashcard were noted during testing. The reported frozen screen was not verified. The handheld, the flashcard and the software performed according to specifications. During the analysis it was identified that the flashcard contained a (B)(4) operating system file and folders. The presence of the file and folders is an indication that the flashcard was inserted into a device using the (B)(4) operating system. The file and folders had no impact on the vns software performance.